Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that the patient developed a staph infection at the infusion site which resulted in the patient's blood glucose levels rising to above 400 mg/dl and moderate to severe ketone levels. According to the patient, the infusion site was located on their lower back which is not the patient's usual site location. The patient reported that they discontinued using the infusion set and pump once the infection was noticed and administered manual insulin injections to resolve their blood glucose levels. According to the patient, the elevated blood glucose levels lasted for 3 days. Additionally, the patient reported that they sought additional medical treatment from their healthcare provider. According to the patient, the health care provider believed the patient's ketone levels to be dangerous/life threatening and instructed the patient to drink large amounts of water and prescribed an antibiotic for the infection. No permanent injury to patient reported.